Manufacturer narrative:
Four unopened samples were returned from the customer. A physical review was conducted, but there were no issues noted, so the complaint could not be confirmed. A review of the device history records, inspection records, and non-conforming database was conducted and no similar concerns were found. The complaint was not confirmed, so no further evaluation will be conducted at this time. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of breakage.

Event description:
After an x-ray procedure, the nurse identified that the PICC catheter was broken at the base of the butterfly.